Event description:
A caller reported a malfunction on the pump with a malf 3 code, and it was confirmed that no notable events had occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer planned to use multiple daily injections (mdi) as backup therapy to ensure insulin delivery would not be interrupted. Tandem technical support arranged to send a replacement pump with updated software, instructed the caller on necessary steps for storage and return, and confirmed the shipping address. The caller acknowledged the instructions and understood the procedures required upon receiving the new pump.